Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon review, false pause episodes were observed due to implantable cardiac monitor (icm) under-sensing. No intervention was performed at this time. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.